Event description:
A customer reported a cracked and shattered touchscreen on their insulin pump, rendering the touchscreen unresponsive and illegible. The customer's blood glucose level was 171 mg/dl. Technical support responded by arranging for a pump replacement, confirming warranty coverage, informing the customer about the need for replacement, and providing instructions for using manual insulin delivery methods as backup. They also verified the shipping details for the new pump and gave instructions for returning the problematic pump within 10 days using a pre-paid label.